Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported that "it was noticed via an ultra-sonic that both implants are defect." Affected side is right. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additionally, healthcare professional reported capsular contracture, baker grade IV.